Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist and provided letter of recommendation. The dentist evaluated the patient for any periodontal conditions, excessive overjet, excessive open bite, mixed dentition and any skeletal abnormalities. 4 bitewings were taken. There is a slight prognathic mandible present. When patient closes, slight anterior open bite is present in both canine and lateral incisor areas. Patient has excessive overjet on the left side molar area when they closed in centric occlusion. Explained to patient that an orthodontist consult is required for more accurate diagnosis.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.